Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The activation of the warning alarm was confirmed to not have impacted ventilation. The evaluation determined that the reported event was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a critically low battery warning alarm when there was sufficient battery charge remaining. There was no patient harm or serious injury reported as a result of this incident.